Event description:
It was reported that during an implant attempt, the right ventricular lead was not used because it was noted to be "anatomically incorrect" per medical judgment. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor.